Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical resection of colon cancer in the operating room, the hepatobiliary and pancreatic laparoscopic surgery department planned to anastomose the colon stumps. The middle buckle of the stapler popped up by itself and could not be closed normally, so the stapler had to be replaced. There was no patient injury.